Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, handle break. The procedure was completed using another trapezoid rx. There were no patient complications due to this event. The patient's status was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: investigation results the returned trapezoid rx was received for analysis. Visual examination revealed that the side car rx returned torn and pushed back 3.5mm. Also, it was seen that the working length was kinked, and the handle was broken. The reported event was confirmed. Based on the available information, it is possible that the damages found in the working length and the handle occurred due to procedural factors such as excessive force or the manner as the device was handled and manipulated. Also, the side car rx returned torn and pushed back 3.5mm, which was most likely due to the excessive force applied on the thumb ring from the handle when trying to destroy the stone. It's a possibility that the interaction of the guide wire used during the procedure with the physician's technique and the tortuosity of the procedure made the side car rx tear right at the beginning of the side car rx guide wire channel. Therefore, a review and analysis of all available information indicated the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the procedure, handle break. The procedure was completed using another trapezoid rx. There were no patient complications due to this event. The patient's status was reported to be stable.